Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the histoacryl. There was suspected leakage of the product ampoule. Prior to opening the bag, leakage could be noted, and was not used on a patient. Additional information was not provided.

Manufacturer narrative:
Analysis and results: there are three previous complaints of the same code-batch and are regarding the same issue. There are no units in stock in b. Braun surgical warehouse. We have received four open pouches that contain an unopened ampoule each one and thirteen closed samples for analysis. The ampoules have been optically evaluated and, in 8 of the 17 samples received, a defect in the sealing bar of the ampoule (yellow bar at the bottom of the ampoule) was found. The leakage of the glue occurs at this point as can be seen in the enclosed picture. We have conducted a review of the batch manufacturing record of this product and no deviations have been found. Final conclusion: taking into account that the results of the samples received do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of failure in some of the samples received.